Manufacturer narrative:
(B)(4) the liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient reported that when performing peritoneal dialysis the drain line looked cloudy. Follow up with the patient's peritoneal dialysis nurse (pdrn) indicated that the patient was hospitalized later that day and diagnosed with peritonitis. Patient was released from the hospital on (B)(6) 2016. Patient's pdrn stated the patient was not following aseptic technique. Organism was reported to be staphylococcus. Patient was treated with vancomycin 3.5 gm, four doses. Patient was also treated with a laxative due to constipation. Patient medical records were requested.